Event description:
Information received a smiths medical cadd legacy 6500 pump was alarming during patient infusion at 05:30 in the morning. Unknown initially what alarm display was revealing malfunction, however later revealed no disposable and pump would not run. No patient injury during event.